Manufacturer narrative:
The suspect uninterruptible power supply (ups) was received by the manufacturer for analysis. Testing found that the ups would not power on the imaging system with the returned batteries. Once the batteries were replaced, the ups was installed in an imaging system and the system functioned as designed. This confirmed an electrical failure due to depleted batteries.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.no findings possible, as no parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the imaging system batteries are not functioning. I t was reported that the imaging system mobile view station (mvs) powers off as soon as it is unplugged. There was no patient present when this issue was identified.